Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The image submitted also shows the fracture noted. No other visual anomalies were noted.

Event description:
During an atrial fibrillation procedure, the catheter was placed in the right femoral vein, and the probe appeared bent as it entered the heart on the x-ray. The catheter was removed from the patient and noted to be bent and fractured. It was exchanged for a new catheter and the procedure was completed with no adverse patient consequences.